Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not on the bus. Cables were reseated and module controller, but this did not fix the issue and then flex cable was replaced, and the drawer was on the bus. A field service engineer (fse) put a new controller in, and the drawer became operational. The system was tested in the hardware test application, and the customer inventoried medication from the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where drawer 5 failed to open and required hardware maintenance. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.